Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-nov-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station screen showing disconnected mode. The technical support specialist (tss) identified the station dataport was not assigned to the correct virtual local area network (vlan), then tss ensured the station was connected to the correct vlan port, performed a full sync, and verified that the disconnected status was cleared. The station was brought back online and confirmed to be up to date. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es estress station was in disconnected mode, and patient orders may not have been current. The customer attempted troubleshooting by unplugging and replugging the device, as well as performing a hard reboot; however, the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.